Manufacturer narrative:
The service rep greased candlesticks. Replaced lemo receptacle tested system. Fluoro operating and locking as expected.

Event description:
The customer reported liquid coming from the tube. No pt injury was reported.